Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep attempted to connect with the ins and saw 0xfffffe000 ox800 0000. The caller noted that the patient had charged last night and was getting stimulation. Caller noted they were able to bypass the message and continue with programming. Call cut out before technical services (tss) could ask additional questions. No symptoms were reported. Additional information was received from the rep. Rep reports they saw a message the device has been reset, they called tech support and were told it can be for depleted batteries, so they asked the pt about it, and pt confirms they went on a vacation without the charger and did not charge the battery for a while. During the appointment the battery was charged and working well with no complaints. Rep was able to adjust the pt's programming as the pt wanted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest hat the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.